Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to oversensing. Double counting had occurred during a slow, wide ventricular tachycardia (vt). A single shock converted the vt. The s-ICD system remains in service. No adverse patient effects were reported.